Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the atrial lead impedance was undefined through the device. A new atrial lead was placed. When the chronic lead was disconnected from the device and connected to the analyzer, the impedance was normal as well as sensing and threshold. The lead was then reconnected to the existing device and undefined impedance was seen again. The new atrial lead was connected to the chronic device and undefined impedance was also seen on the new lead. It appeared the issue was with the device and not the lead. A new device was implanted and the physician elected to cap the chronic atrial lead and use the newly implanted lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.